Manufacturer narrative:
Concomitant medical products: product ID: evproplus-34us, serial/lot #: (B)(4), ubd: 25-mar-2022, UDI#: (B)(4). First valve: dislodged, codes: (B)(4). Product ID: evproplus-34us, serial/lot #: (B)(4), ubd: 06-apr-2022, UDI#: (B)(4), second valve: complete heart block and permanent pacemaker implantation, codes: (B)(4). Product analysis: both valves remain implanted and the dcs was discarded; therefore, no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with pre-existing left bundle branch block, the valve was intended to be recaptured due to a shallow implant depth, but was inadvertently deployed in a high position. Immediately following deployment, the valve dislodged. The valve was snared into the ascending aorta and a second valve was implanted. During implant of the second valve, complete heart block occurred. Subsequently, a permanent pacemaker was implanted five days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record (DHR) for the three devices was not required as the product event does not indicate a potential manufacturing issue. No images were provided to medtronic, so no image review could be performed. The three devices were not returned to medtronic, so no product analysis could be performed. The reported event indicates that during the implant of this valve, the valve was intended to be recaptured but was inadvertently deployed in a high position. Based on the information available, the inaccurate delivery was due to user malfunction as it stated during attempted recapture the valve was inadvertently deployed instead of recaptured. However, without flouro or angio pictures for review, the root cause of the sub-optimal implant cannot be conclusively determined. There is no information to suggest that a device quality deficiency may have caused or contributed to this event. Potential factors that could influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. In this case, the valve was inadvertently deployed by the physician into a high position after the handle was turned in the deployment direction. The valve dislodged immediately following this deployment. Thus, the most likely root cause was the inadvertent deployment. A second valve was implanted to resolve the dislodgement. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.